Event description:
It was reported that a patient underwent a sigmoid resection procedure on (B)(6) 2022 and suture was used. The suture split with no significant delay. The procedure was finished with the same product. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint #: (B)(4). To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Photo investigation summary: this is an analysis of a photo submitted for evaluation. During the visual analysis the following was observed: the photo shows a winding former product code mcp218h with a needle/sutures, the needle is shown damaged. Unfortunately the photo does not provide enough evidence to determine the root cause. Based on the photo review, the event describe is confirmed; however, no conclusion or root cause could be determined. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Xwmcp218a31 is not a valid lot number. Please, kindly, provide the lot number associated with product code: (B)(4) for this event. This is a combination product and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ = 2360 g/m. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 1/19/2023 this is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: (B)(6) is not a valid lot number. Please kindly provide the lot number associated with product code mcp218h for this event. The lot # stated in note (B)(4) was provided by the sales rep, there is no other information available. Product complaint # (B)(4) date sent to the FDA: 1/19/2023 corrected information: h3 photo investigation summary photo investigation: this is an analysis of a photo submitted to ethicon for evaluation. During the visual analysis the following was noted: the photo shows a winding former product code mcp218h with a needle/sutures, the suture is shown damaged in the midsection. Unfortunately, the photo does not provide sufficient evidence to determine the root cause. Based on the photo review, the event describe is confirmed, however no conclusion or root cause could be determined. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 2/8/2023. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.